Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing three syncopal events. A remote interrogation was performed and boston scientific technical services (ts) was consulted to review the information. Upon review ts found no stored episodes and no measurement issues. The electrogram (egm) showed normal device function. I was noted that the patient has atrial fibrillation (af). The cause of the syncope was unknown and the pacemaker remains in service. No additional adverse patient effects were reported.